Event description:
It was reported that the customer experienced a high blood glucose level of 549 mg/dl. The customer was also hospitalized because of her ketones. She had some faulty sensors and infusion sets that caused her to receive a no delivery alarm while filling the tubing. The tubing was kinked. She reported that she had skin irritation that was caused by the over tape and also received a lost sensor alert. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-60899 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).